Event description:
It was reported that during use, the device under-infused. The patient appeared for disconnection and the pump reservoir read 0ml, total given stated 138ml, but there was 20ml left in the bag. Per the reporter, there was no patient harm.

Manufacturer narrative:
One sample was received for evaluation. The sample was received in used condition. Upon visual inspection, no damage or other defects were detected. During functional testing, no discrepancies were found. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.